Event description:
It was reported, that tip detachment occurred. The target lesion was located in a deep vein. A 12 x 60mm x 75cm wallstent-uni endoprosthesis stent was advanced for treatment. However, during preparation, it was noted, that the distal catheter tip was placed inside the stent sheath. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. And the patient condition was good. It was further reported, that the target lesion was approximately 70% stenosed, severely calcified and mildly tortuous. No damage and no device fracture/ detachment was noted.

Manufacturer narrative:
(B5) describe event or problem updated.

Event description:
It was reported that tip detachment occurred. The target lesion was located in a deep vein. A 12 x 60mm x 75cm wallstent-uni endoprosthesis stent was advanced for treatment. However, during preparation, it was noted that the distal catheter tip was placed inside the stent sheath. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition was good. It was further reported that the target lesion was approximately 70% stenosed, severely calcified and mildly tortuous. No damage and no device fracture/ detachment was noted.

Manufacturer narrative:
Device evaluated by MFR.: wallstent uni 12 x 60mm x 75cm was received for analysis. The device was received with the stent over reconstrained on the device. A visual and tactile examination found no kinks or damage to the shaft of the device. For investigation purposes the investigator partially deployed the stent for the purpose of analysing the tip. No damage or issues were noted with the tip. The tip was fully bonded to the inner shaft of the device. (B5) describe event or problem updated.

Event description:
It was reported that tip detachment occurred. The target lesion was located in a deep vein. A 12 x 60mm x 75cm wallstent-uni endoprosthesis stent was advanced for treatment. However, during preparation, it was noted that the distal catheter tip was placed inside the stent sheath. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition was good.